Event description:
It was reported that the customer received a button error alarm on his insulin pump. The customer stated that he was in a motorcycle accident and crashed. Subsequently, the customer's insulin pump lcd screen became all scratched up and the buttons were as well. The customer's blood glucose was unknown. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with unresponsive with esc, act and down buttons due to flattened dome. No button error alarms noted. Insulin pump was received with torn keypad overlay, minor scratches on lcd window and case and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.